Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that he changed the battery three times, but the display did not return. During troubleshooting, the customer was still unable to get the device's display to return. Blood glucose level at the time of the incident was 180 mg/dl. Blood glucose level at the time of the call was 193 mg/dl. Customer stated that he had a blood glucose level of 180 mg/dl the night before the call, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly and no blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.